Event description:
Patient self-treated a hypoglycemic episode and was later involved in an automobile accident. Patient blood glucose was 160 mg/dl upon addmission in the ER. Pt was fed dinner in the ER and was discharged per ambulatory to home. Length of ER visit was just under two hours.